Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the catheter was able to be slit about three quarters of the way, then the slitter became caught on a core wire. Upon re-engaging the slitter with the catheter, the slitter was caught again and the physician noticed the core wire was externalized through the catheter. The physician avoided the inner wire and was able to slit the remaining portion of the catheter. No patient complications have been reported as a result of this event.